Event description:
It was reported that the user experienced a low blood glucose while using an ilet bionic pancreas with a dexcom g7 continuous glucose monitor (cgm) after repeatedly announcing meals as ¿less than,¿ which led to nocturnal hyperglycemia reported at 322 mg/dl and subsequent automated corrections that contributed to a downward glucose trend reported at 54 mg/dl. The user treated the event with oral glucose tablets and later performed a factory reset after follow-up. Symptoms included polydipsia associated with hypoglycemia and hyperglycemia reported. Outcomes included unexpected intervention in the form of oral glucose without emergency care or hospitalization. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure, specifically the user interface step of entering meal announcements as less than. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.